Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported issue was resolved after a hard reset and by swapping out endoscope, no site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope image was upside down. The customer tried replacing the endoscope with no change. The customer had to reboot the system to resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed that the endoscope may have been out of alignment with the system. The tse informed that the endoscope can be manually rotated out of alignment. The procedure was completed with no reported injury.